Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated erroneous blood urea nitrogen (bun), creatinine (cr-s), and glucose (glu) results for eight patients. Customer stated that the quality controls were low on the day of the event. On the following day, the field service engineer (fse) inspected the instrument and replaced the cartridge chemistry sample probe and collar wash. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that the erroneous results were not reported outside the laboratory, that patient treatment was not affected, and that no one was harmed as a result of the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).